Event description:
It was reported that the left ventricular lead had increased threshold and the patient felt stimulation and shortness of breath. There was also no capture at maximum output. At lead revision, it was discovered that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, all conductors were distorted and had blood/body fluid (not obstructed). The outer insulation had an abrasion (cosmetic). Visual analysis revealed apparent explant damage and noted the abrasion was likely caused by a stent.